Event description:
It was reported that the unit was faulty at the connection near the arterial end. There was no patient complications reported.

Manufacturer narrative:
One single dpt - vamp plus kit was returned for evaluation. Priming solution was visible inside the kit. Dry blood was also visible inside one of the sample sites. The pressure tubing was found completely detached from the solvent bond joint with distal sample site. However, the detached tubing was not returned. Indication of bonding solvent was present at bond area of sample site tube housing. The sample site of the tube housing was also within specification. The complaint was confirmed and is related to a manufacturing non-conformance. A CAPA is open to address complaints of this type. In addition, all personnel involved with the solvent bonding process were notified of this event.